Manufacturer narrative:
A ge service representative perfromed an on site investigation. The image intensifier and the collimator cover were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was discovered during a pm that the image intesifier on the 9800 system was damaged. Also the collimater cover was damaged. No patient injury was reported.